Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an intermittently responsive keypad. The blood glucose reading was 4.4 mmol/l. The caller stated that the insulin pump's buttons were not as responsive as they used to be. No significant events leading to the keypad issues were observed. The caller also observed some damage to the reservoir compartment from general wear and tear. The insulin pump had neither been dropped nor bumped. Nothing further reported.